Event description:
It was reported to the manufacturer that the vns patient's device was found to be completely dead in (B)(6) 2010. The patient's physician suspects that the end of service condition of the generator's eri flag did not trip to yes prior to the device reaching complete depletion. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.